Event description:
A malfunction alarm was reported with the pump, displaying a malfunction code that was resettable but recurred after resetting. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump by technical support, who also provided instructions for returning the pump. The pump will be replaced, and the customer will use multiple daily injections (mdi) as a backup therapy while waiting for the replacement.